Event description:
"Dds" reported that the product was used in conjunction with an endosseous implant. Two to three weeks after the implantation, the pt exhibited signs of infection. The site of the implant was re-opened and the collagen membrane was removed. No further complications were reported.